Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had issues with no delivery alarms on the insulin pump. Customer stated that he'd do a bolus and it will give about 7-10 units before it stops. Customer has replaced the set 3 times and it is still doing the same thing. Customer stated that he noticed that his blood glucose has been creeping up for the past month and he has had the flu. Customer's blood glucose at the time of the incident was 18.9 mmol/l. Customer's current blood glucose is 12.4 mmol/l. Customer stated that the drive support cap was sticking out. Customer's blood glucose was 12.8 mmol/l at the time of the incident. Customer stated that he has not pressed on the cap before. Customer was advised that the pump will need to be replaced. Customer was advised to revert to a back-up plan and to discontinue use of the pump.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with minor scratched lcd window, cracked reservoir tube lip, cracked belt clip slot, and cracked battery tube threads. No loose drive support cap noted during our visual inspection.